Event description:
It was reported that during the a-fib procedure, both intracadiac electrogram (ic) and ECG signals disappeared from carto3 and ep recording system. The patient was under general anesthesia, for approximately 3 hours. The signal loss happened when the ablation cable had already been plugged in and right after the lasso catheter was inserted into the piu after transseptal puncture. No error message was seen except an alert "ECG limb disconnection occurred" .the costumer switched to a different ablation system (ablation frontiers) and completed successfully with no patient issues.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4).

Manufacturer narrative:
The concomitant products: carto 3: model: m-4800-01, serial # (B)(4). Ez steer thermocool navigation: model: d-1292-05-s, lot # 15473541m, c3 external reference patch: model: d-1283-02, lot # unknown, (disposed). C3 interface cable - therapeutic: model: d-1286-03-s, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). Analysis was conducted and the report indicated that the cable passed the visual and electrical test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed since the test results indicate the cable works accordingly.